Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.the device was not returned for analysis. However, there was a packaging lot number provided. The batch records were reviewed and the final quality release criteria was met.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what was the condition of the patient immediately after the event? Stable. Relevant test/lab data (submit results with this report) unknown. Relevant history/pre-existing medical conditions unknown. Were the clips formed as intended? No. If no, what shape was the clips? - no. Diamond shape. Did the clip hold on the vessel/structure? - no. Product implanted date (B)(6) 2013. Product explanted date (B)(6) 2013.

Event description:
It was reported that during a CABG procedure, the clips did not clip well. Hence, it is very dangerous for the patient as the malfunction of clips could result in the patient being opened up again. No patient consequences reported. Procedure was completed with same like product.